Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately low compared to another device and his feelings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2011. The patient's mother reported that on the afternoon of (B)(6) 2011, the patient began to feel unwell. The patient's mother stated he was nauseous, vomiting, felt "bad" and tested positive for ketones. When tested with the subject meter at the onset of the symptoms, the reporter stated the patient obtained a "normal" reading (actual result not known) that did not correlate with his symptoms. The patient's mother stated the patient was then tested with his backup meter (contour) and obtained a reading in the 300 mg/dl range. The reporter informed the mss that she was not with the patient at the time of the incident and was unable to confirm if the patient was treated by his step-mother at the time he obtained the high reading with the other device. The patient's mother claimed the patient's symptoms worsened and that same evening at approximately 8pm, he was taken to the emergency room. The patient's mother stated the patient's blood glucose was either in the high 400 or low 500 mg/dl range when he arrived to the ER and was treated with insulin. The reporter confirmed the patient was released from the ER after his blood glucose was stabilized. The reporter informed the mss that she feels the patient's high blood glucose may have been as a result of the patient not taking the correct amount of insulin due to inaccurate low readings he was obtained with the subject meter prior to the incident. This complaint is being reported because the patient's mother claims the patient was treated for hyperglycemia by an hcp after obtaining inaccurate low readings with the subject meter.